Event description:
Event was reported to caldera medical by an atty. The patient has suffered infections, excruciating pain, total incontinence, and an inability to have intercourse. No further info has been provided.